Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of 5 inappropriate shocks. Tachycardia therapy was exhausted as a result. Technical services (ts) reviewed the stored episode and noted a significant morphology change with the r-wave and subsequent double counting. The presenting electrogram looked good. The patient was suspected to have a bundle branch block. Ts discussed assessing other sensing vectors and consider obtaining a reference electrogram. No adverse patient effects were reported. This device remains in service.